Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing during a detected episode of tachycardia. It was also reported that the icm experienced oversensing and possible undersensing during detected pause episodes. The icm remains in use. No patient complications have been reported as a result of this event.